Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged not charging issue was not verified. The cgm error 42 was confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. The customer's blood glucose level was 246 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.